Event description:
It was reported while using bd vacutainer® push button blood collection set that the sleeve of one (1) device did not return to cover the needle. This allowed for continuous blood flow between tube exchange. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 24-jan-2025. H3. Device eval by manufacturer- yes. Investigation summary - bd received 10 samples for investigation. These customer samples underwent functional tests using 10 tubes per needle to assess device functionality. Out of these, three samples failed the tests due to sleeve leakage from poor sleeve recovery. Additionally, 30 retained samples were tested in a similar manner, with one sample failing due to the same issue. Furthermore, these 30 retained samples also underwent additional functional tests for retraction lockout, all of which passed with proper activation and no defects or leakage observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve side piercing. Corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D2b. Medical device type: there were multiple medical device types reported to be involved. The information for the additional device type is as follows: fpa a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® push button blood collection set that the sleeve of one (1) device did not return to cover the needle. This allowed for continuous blood flow between tube exchange. There was no health impact or consequence reported.